Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient went to the emergency room due to bent cannula which was noticed by patient itself. Infusion set was in use for 6 hours. Patient's blood glucose at the time of issue was 600 mg/dl. Patient took correction bolus via pump to address high bg. Time duration for energency room was 6 hours. No further information available.